Event description:
Imprecision on 1 patient. Initial = 7.1 repeat = 3.6 machine measured an inr today of 7.1. Our nurse thought that was a bit high, so she immediately rechecked and the machine gave a reading of 3.6. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.